Event description:
Consumer complaint of low blood glucose results. Per the caller, the lowest result in memory was 45 mg/dl for fasting results. Caller states his glucose is normally 115 mg/dl - 110 mg/dl 2 hrs after a meal. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).